Manufacturer narrative:
Date of event: this event occurred on an unknown date in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was unable to prime. This occurred while trying to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The device was gravity tested with methylene blue and liquid did not flow through the end of the drip chamber. The reported condition was verified and the cause was determined to be defective raw material and drip chamber as purchased from an external (third party) supplier. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.